Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17351787 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
Post three months implantation of a palmaz blue stent (5x24/142p) to the vertebral artery, it was identified via radiography that the stent had fractured. No patient injury reported. It is unknown if the stent fracture was associated with any negative consequences. There was no repeat catheterization done.  The patient is currently in ¿good condition¿. During the initially surgery to implant a palmaz blue stent, post-operation radiography showed the stent implanting was successful. Only one stent was implanted at that time. The target vessel characteristics are unknown.  A picture has been provided.

Manufacturer narrative:
Complaint conclusion: post three months implantation of a palmaz blue stent (5x24/142p) to the vertebral artery, it was identified via radiography that the stent had fractured. No patient injury reported. It is unknown if the stent fracture was associated with any negative consequences. There was no repeat catheterization done. The patient is currently in ¿good condition¿. During the initially surgery to implant a palmaz blue stent, post-operation radiography showed the stent implanting was successful. Only one stent was implanted at that time. The target vessel characteristics are unknown.  The product was not returned for analysis. A picture was provided from the radiography procedure and reviewed which showed a stent in which an end portion was fractured, separated and locally displaced. A device history record (DHR) review of lot 17351787 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent fractured-separated - in patient¿ was confirmed through analysis of the provided picture. The exact cause of the event could not be determined during analysis. Based on the limited information available for review, vessel characteristics and procedural factors are unknown factors. Approximately three months after having the stent placed successfully, although off-label due to its location, in the vertebral artery, a radiography procedure revealed a fractured and displaced end portion of the stent. The displaced portion remained in close proximity to the original location of the stent. The patient was asymptomatic and no patient injury was reported. Stent fractures are well-known potential complications of this type of procedure. Although rarely reported, stents in the vertebral artery are not immune to fracture. Stent fractures have been observed in segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and high rate of stenosis. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the events. However, there are possible vessel characteristics, as well as progression of atherosclerotic arterial disease and biomechanical forces that can possibly lead to strut fatigue and fracture of the stents which may have contributed to these events. According to the instructions for use ¿the cordis palmaz blue .014 peripheral stent system is intended for use in the treatment of atherosclerotic disease of peripheral arteries below the aortic arch. Prior to use, the product should be examined to verify functionality and integrity.¿ neither the DHR review nor the procedure picture suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.